Manufacturer narrative:
Upon inspection, fluid damage to the electrical components of the device was found. The device was repaired at the user facility by a manufacturer field service technician and returned to service.

Event description:
It was reported that when the rover was docked to drain the canister of waste fluid at the user facility it began smoking. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that when the rover was docked to drain the canister of waste fluid at the user facility it began smoking. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.